Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and motor error. In the last 8 weeks, the insulin pump was alarming motor error when the reservoir was empty. The customer was unable to complete the rewind sequence because he received a compromised force sensor system alarm. Customer's blood glucose level was not reported. Insulin was squirting out during the manual prime process. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor. The motor was tested outside the insulin pump and passed. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners and cracked battery tube threads.